Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the spinal headaches resolved. The leads were revised on 2018-04-09 and remained implanted in the patient. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a manufacturer's representative (rep) regarding a trial. It was reported that the patient had a spinal headache from a buried lead trial and was admitted to the hospital to treat vomiting and dehydration. The rep met with the patient to reprogram the device and it was noted that the stimulation on both leads shifted from right to left. The patient has all right side pain. The patient's headache resolved with fluids in the hospital and the surgery is scheduled for (B)(6) 2018 to either implant battery/revise leads or lead explant. No further complications were reported or anticipated.